Manufacturer narrative:
It was also reported that the recipient developed a skin breakdown at the postauricular incision site. This report is submitted on june 16, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the receiver/stimulator. This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on may 30, 2023.

Event description:
Per the clinic, the patient experienced a skin infection and purulent discharge at the postauricular incision site and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.